Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, weakness, dizziness, exhaustion and torsade de pointes. It was noted the device was not pacing due to the right ventricular capture management settings. It was also reported the right ventricular (rv) lead had high and varying thresholds. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.